Manufacturer narrative:
(B)(4). Batch # r92c97. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that at the beginning of an abdominal total hysterectomy, when using for the first time, when closing on tissue it broke at the height of the jaw, resulting in the loss of the loose piece. The necessary measures were taken to verify that said part of the instrument was not lodged in the patient's cavity. After radiological study it is confirmed that the piece did not affect the patient or the user in any way.